Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 51 mg/dl. The customer reported that they had received a change sensor alert after a calibration not accepted. The customer treated with a soda. Troubleshooting was declined for low blood glucose. The insulin pump will not be and sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.